Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not helping with the bladder. The patient tried to increase but stated their device didn¿t seem to be responding and it was not controlling their bladder issues for at least 6 months. The patient stated they would stand up and just go and that they were up all night using the bathroom. The patient reported it was not working like it was before and that they didn¿t feel stimulation. The patient also noted that when touching the ins in the back it felt broken. The patient stated it didn¿t feel smooth but it felt like it was broken in the middle and it was not the same. The patient had tried increasing stimulation and changed programs but that was not helping. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the circumstances that led to the device not helping with the bladder, the device not responding, not controlling their bladder issues, not feeling stimulation, and the implantable neurostimulator (ins) feeling like it was broken in the middle was nothing usual they could pint to. The patient noted they did have surgery, but the device was off and the healthcare professional (hcp) was made aware. The patient stated the the steps taken to resolve the issue was they were trying to get a manufacture representative (rep) to check the device or an appointment at the clinic, but their insurance was no longer expected. There were no further complications that have been reported as a result of this event.